Event description:
The patient complained of patella pain. It was determined that the patella was mal-tracking. The surgeon performed a lateral release, removed the patella component, and cemented a new patella implant.